Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported stretched coils and separation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. User facility medwatch report number mw5068903.

Event description:
A user facility medwatch form was received reporting the hi-torque balance middleweight universal 190 cm guide wire tip separated in the patient anatomy and was removed from the patient who had undergone cardiac stent placement. The j-wire fragment that was retrieved was frayed and unraveled to 32 cm. Intervention was required, although it is unknown what treatment was used to remove the separated segment. No additional information can be provided.